Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls sp120 plunger was damaged/deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about damaged plungers. The customer uses this product for covid vaccination. According to the customer's report, the plunger was deformed for several products. This defect with varying degrees was observed for about half of the products in some cartons."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/7/2021. H.6. Investigation: samples of 1 ml syringes with reference 303172 and lot number 2006012 and photos received for investigation. Upon visual inspection of the devices, it can be seen the plunger of the syringe is damaged. A device history review was performed for the reported lot 2006012 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause for damaged plunger can be a result of a hit during manufacturing process.

Event description:
It was reported that the syringe 1ml ls sp120 plunger was damaged/deformed. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about damaged plungers. The customer uses this product for covid vaccination. According to the customer's report, the plunger was deformed for several products. This defect with varying degrees was observed for about half of the products in some cartons."